Event description:
Customer reports to have received keypad anomaly. Customer received insulin pump new out of the box and act button was not responding. Customer's blood glucose was 209 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump buttons all responded properly and the insulin pump passed the displacement test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.